Manufacturer narrative:
(B)(4). The reported complaint of "the pump has no power storage function before use" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "it is found that the pump has no power storage function before use". No patient involvement reported.

Event description:
It was reported "it is found that the pump has no power storage function before use". No patient involevement reported.

Manufacturer narrative:
(B)(4).